Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel resection, when the tissue was held in jaws, the device could not be fired. They replaced with another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel resection, when the tissue was held in jaws, the device could not be fired. There was no patient injury.